Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02545. It was reported that vascular filling defect occurred. Patient presented with anterior infarct. The calcified and very tortuous target lesion was located in the mid to proximal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.5 x 15 mm emerge balloon. A 38 x 3.00 promus premier¿ stent was advanced to treat the mid-segment of the lad, but needed the support of a guide extension catheter. Resistance was encountered at the distal segment of vessel due to an acute bend and physician decided to deploy stent to cover proximal portion of lesion. The stent was successfully deployed and post-dilation was performed using a 3.5 x 15 mm nc emerge balloon catheter. The guide extension catheter was advanced further through the deployed stent and dilation of the distal lad was performed using a 2.5 x 15 mm nc emerge balloon catheter. A 20 x 2.50 promus premier¿ stent was then advanced but despite assistance of guide support catheter, difficulty delivering the stent was encountered. As the 20 x 2.50 promus premier¿ stent was able to be position overlapping the previously implanted 38 x 3.00 promus premier¿ stent, deployment was performed however; the balloon ruptured and the shaft broke during attempts of removal. Repeat angiogram showed a filling defect from the left main artery to the lad. Several attempts to remove the catheter including usage of multiple wires but was unsuccessful. A 3.0 x 32, 3.0 x 24 and 4.0 x 08 promus premier¿ stents were deployed and subsequently crushing the broken portion of the catheter in the mid lad to left main. Post-dilation was performed with 3.5 x 15 and 4.0 x 12 nc emerge balloon catheter using high pressure. Timi 3 was established at the end of the procedure. No further patient complications were reported and the patient remained stable throughout, and was eventually transferred to surgical team for bail out coronary artery bypass graft procedure.